Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2444352, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012737 was manufactured according to the work instruction (wi) version 61 in the line 01, on 02/apr/2025, with a total of (B)(4) units. Note: review of the DHR showed 1 nc 2180109 was found for supply chain does not impact to product design, it's not related to the malfunction code and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: bag sealing: the lot 5c05517 was manufactured according to the work instruction (wi) version 30 and sealed line li3010, on 01-apr-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing: the lot 5c05515 was manufactured according to the wi-4905294 version 67 and manufactured in the machine sc07, on 27-mar-2025, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: 1 non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.